Event description:
It was reported that the pt was not able to adjust her stimulation. The device was implanted 5 days ago. It was later reported that the pt lives in a building with strong magnetic doors and at times pulls the pt's system off. Her device has been reprogrammed. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).